Event description:
Reporter indicated that the patient was experiencing neck pain even though the device was turned off. Further follow up with the physician revealed that the cause of the event is unknown; however, it was revealed that it could be due to "tension on the wires." Evaluation of the x-rays revealed that there was a possible kink at the strain loop site. Follow up also revealed that revision surgery is being considered for the patient.